Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the jaws of instrument b had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Instrument a was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. There were pictures returned that showed the instruments with load in clips that appear to have jammed on the short wall of the jaw. No conclusion could be reached as to why this damage occurred. The tissue being fired over in the photographs appears to be too much for this instrument. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a laparoscopic cholecystectomy the clip appliers were spitting clips. The clips were retrieved and the case completed with a third device. There was no consequence to the pt.